Event description:
It was reported that on an unknown date, a harvesting kit with ria attachment shaft broke when trying to remove from inside the tibia. The reamer head on the ria shaft was the 10.0mm reamer head for ria 2 sterile. The parts with articular shaft pieces broke, and all parts were retrieved. The associated pieces were the suprapatellar drill guide (03.010.425), handle (03.010.430), and outer protection sleeve (03.010.437). This handle was tend to be reamer (357.399) as in the technique guide; this t shaft was mentioned to be broken. No further information is available. This report involves one 3.2mm guide wire 400mm. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.